Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 11-sep-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the hardware was failed. A field service engineer (fse) contacted the unit, then walked the customer through with recover storage space function. After that the drawer successfully recovered. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station displayed a hardware failure message and was unable to recover a failed drawer. The customer reported a ¿failed hardware¿ status and attempted multiple troubleshooting steps, including recovering the drawer, rebooting the device, and performing a power cycle by unplugging the station for several minutes. Despite these efforts, the issue persists, and the drawer remains unrecoverable. The customer stated that this malfunction occurred while dispensing the medication and unable to access the medication which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.